Manufacturer narrative:
Physio-control  continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report their device showed a service indicator and would lock up when powered on. The device may not be able to be used to deliver defibrillation energy if needed. There was no patient use associated with this event.

Manufacturer narrative:
The customer advised physio-control that they have decided to not proceed with getting their device repaired and has since removed the device from service.  The cause of the reported issue could not be determined. The device was not returned to physio-control for evaluation.